Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed. A review of the share logs was performed and a pairing failure was not found within the investigation window. The allegation was not confirmed. The reported allegation was not found. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.